Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent undersensing was observed. The device was explanted and replaced due to elective replacement. There where no undersensed episodes with the replacement device. The patient's condition was stable.